Manufacturer narrative:
Event was flagged by a nurse and had not been reviewed by a doctor for diagnosis. No critical values were flagged on the event report. This is a case of pt misidentification by an operator and the misunderstanding of how to correct it. The technical assistance center guided the operator through the pt directory and reassigned the same to the correct pt. The operator validated that the correct pt demographics appeared for the sample and retransmitted it to the his successfully.

Event description:
Customer reports the operator scanned in the wrong pt account number into the analyzer. The wrong pt demographic data populated in rapidcomm. The account was corrected in rapidcomm but the pt demographics still showed the incorrect pt. There was no impact to pt care as a result of this event.